Manufacturer narrative:
The following other devices were also listed in this report: series 7000 standard tibia - cat# 7115-0009, lot# t97k164. Scorpio ps tib insert - cat# 72-3-0912, lot# 30360201. Scorpio recessed patella - cat# 3044-0026, lot# c483. At the present time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "doctor states patient complained of pain. Primary knee replaced with triathlon ts stems knee."